Event description:
On (B)(6) 2016 customer contacted technical support with a complaint (B)(4) for donor screen (dsi+ii) lot 3003895ab. They stated that they had conducted a small study consisting of 284 never pregnant/transfused female donors. The results from that study resulted in 14% of those donors being positive for hla class I and 74% being positive for hla class ii. The customer also stated that they were experiencing a higher than expected reactivity rate of 24.7%. The customer also stated that the results for 3462 samples had been reported from september 28, 2016 through october 13, 2016. The customer performed the testing per the donor screen IFU (303456.ifuen, rev. F) and the results were valid. The root cause of the unexpected increase in reactivity rate is unknown. Immucor makes no claims on the reactivity rates within the donor screen population of donors. Per the IFU, the presence of immune complexes or other immunoglobulin aggregates in the sample may cause an increased non-specific binding and produce false-positive results in the assay. The issue is sample dependent. There was no reported harm to the patients.